Event description:
Boston scientific received information that a red alert was received for a shock impedance of 0 ohms via this patient's remote monitoring system. Current shock impedance is 50 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suggested additional troubleshooting be performed. It was confimed that the patient had undergone a medical procedure on the day the red alert was genterated. No other adverse events have been reported. This product issue will be updated if additional information is received.